Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) for evaluation. The preliminary evaluation was unable to detect any battery failure on the returned device. The device was also functionally tested and passed all tests performed. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device triggered an alarm and powered down once the internal battery depleted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device logs were sent to the design facility located in (B)(4) for an extensive engineering investigation. Review of the device logs revealed that a total power failure had occurred in the device. The review of the battery data determined that the battery power issue was due to an isolated component failure within the battery assembly. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. Resmed reference #: (B)(4).